Event description:
It was reported that during start-up, the system gave a technical alarm indicating communication error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on laboratory tests of the returned control printed circuit (pc) board. A technical error was discovered on customer's site during installation. The reported problem was confirmed during the investigation when the reference ventilator was started. The fault condition was permanent and it was not possible to start ventilation. The generated technical error code indicates a control pc board control error during startup. Electrical measurements showed that the control pc board was repeatedly restarting indicating a hardware problem with the pc board. If the underlying defect appears during patient treatment, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was caused by a hardware failure occurring on the returned control pc board, but the failing component has not been determined.

Event description:
(B)(4).